Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to exhibiting premature battery depletion (pbd). There were no additional adverse patient effects reported. The device will be returned for analysis.